Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device wire tightener with handle and two pegs 240 mm, part number 391.21, lot number unknown). The subject device was returned with the complaint condition stating: it was reported that at the facility the sales consultant was presented with a broken instrument on (B)(6) 2017. The broken instrument was a wire tightener with handle and two pegs 240 mm. There was no patient involvement and no procedure. This complaint involves one device. The broken piece of the handle was not returned with the complaint. The pegs were not included with the returned device. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. The handle has broken as reported and the broken handle piece was not returned to customer quality (cq). The distal portion of the handle that broke off and was not returned would be approximately 12.0 mm x 22.0 mm as measured with calipers. The device shows wear consistent with many years of use. Because there is no lot# etched on the device, it is determined that the device is at least 17 years old. In addition, the 2 handle pegs/tighteners are missing and were not returned. Most likely due to cumulative wear for the 17+ year old reusable device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. (B)(4); lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the facility the sales consultant was presented with a broken instrument on (B)(6) 2017. The broken instrument was a wire tightener with handle and two pegs 240mm. There was no patient involvement and no procedure. This report is for one (1) wire tightener with handle and two pegs 240mm. This is report 1 of 1 for (B)(4).